Manufacturer narrative:
Further investigation is pending. A follow up medwatch will be submitted upon receipt of additional information.

Event description:
A home patient's spouse contacted baxter's technical service center for assistance during the prime cycle prior to their automated peritoneal dialysis therapy regarding a check line and bags alarm. Per initial report, the home patient noted a disconnected line. No patient injury or medical intervention was indicated at the time of the initial report.